Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 11 months post implant of this aortic bioprosthetic valve, the patient was being evaluated for a transcatheter valve-in-valve. The reason for evaluation is due to stenosis and increased gradients. Subsequently approximately one month later a valve-in-valve procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to stenosis and increased gradients. No additional adverse patient effects were reported.